Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was deployed near the lower to mid-septum. During data checking, the physician observed poor cardiac movement, a decrease in hemodynamic pressure, and the presence of effusion was confirmed via echocardiography, revealing cardiac tamponade occurred from perforation. Thrombus was noted. Immediate pericardiocentesis was performed. Extracorporeal membrane oxygenation was introduced to stabilize the vitals. Medication was administered. The device and the delivery system was attempted, not used and was replaced. The patient received thoracotomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.